Manufacturer narrative:
Additional information: the isolated stand alone board (referred to as 'iso board' in the initial MDR) was returned to manufacturer, however, no findings are available at this time as evaluation is still in progress.

Manufacturer narrative:
The analysis on the imaging system standalone power control board that the energized ohm reading was not within specifications during testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the iso board on the imaging system failed. To resolve the reported issue, the iso board and x-ray relay were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect iso board and relay have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the generator of the imaging system would not start up. There was no patient present when this issue was identified. No additional information was provided.